Event description:
The balloon of the balloon occlusion microcatheter ruptured while in the patient. The catheter was removed and replaced with another of the same catheter, and this balloon also ruptured. There was no reported harm to the patient. Lots: lot 1: emx122024-01; lot 2: emx012425-02. Manufacturer response for vascular infusion catheter with balloon occlusion, dual lumen, straight tip, 130cm sniper infusion catheter with balloon occlusion, dual lumen, straight tip (per site reporter).